Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the locking mechanism has damage due to the attempts to insert the implant. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka procedure, the journey ii bcs xlpe art isrt size 3-4-rt 10mm insert could not be placed to baseplate. The procedure was completed with a 9mm insert without further complications or delay. Instruments inside the patient.